Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue; however, the device was not needed for inventory, no repairs were performed and the device was scrapped. Additional findings not related to the malfunction/issue: rubber feet were missing and required replacement, and the base enclosure was damaged and needed replaced.